Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a blank display on the insulin pump that has come and gone since they received the pump 4 weeks ago. Customer's blood glucose was 24 mmol/l. Customer was told that the battery cap should be replaced but a pump was ordered.

Manufacturer narrative:
The insulin pump was received with normal sleeping current. The insulin pump was monitored for several days and no blank display noted. The battery tube connector plugged improperly to connector during visual inspection. The insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.